Event description:
As reported by the customer in (B) (6), they experienced air leaking into a 12cc angiographic syringe. There was no report of complications to the pt.

Manufacturer narrative:
The used device has been received by the manufacturer. Upon completion of the investigation, a follow-up medwatch will be submitted. (B) (4).